Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported ophthalmic forceps would not fit through the cannula. The details of the procedure and patient impact was not reported. Additional information has been requested but is not available at the time of this report. This complaint is pertaining the one of three reports received from the initial reporter.